Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-01294. (B)(4). Approximate age of device - 42 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2017 due to intracranial hemorrhage. The postoperative course was complicated by a pseudomonal driveline infection and bacteremia requiring pump exchange on (B)(6) 2016. The patient had undergone two debridements and multiple rounds of antibiotics prior to exchange. The patient also experienced enterococcal bacteremia and strongyloides infections. It was also reported that the patient had a driveline disconnection resulting in pump thrombus and vt that was treated with epitfibatide and argatroban. The patient refused anticoagulation with enoxaparin and warfarin therapy at home, and was suspected to have pump thrombus with high pump powers, high lactate dehydrogenase, and persistently low inr. The patient had declined admission multiple times and was last seen in clinic on (B)(6) 2016. According to the patient¿s chart, the patient continued to decline admission and anticoagulation despite high suspicion for pump thrombus and persistently low inr. On (B)(6) 2017, the patient reported left arm weakness and was not feeling well. The patient was asked to call 911 and go to nearest emergency department (ed) for stroke evaluation, but declined. Given the high lactate dehydrogenase and high suspicion for pump thrombus, the inr goal was increased to 2.5-3 and the patient was asked to continue enoxaparin until the inr reached 2.5. The patient was brought to the local ed for altered mental status. A computed tomography (CT) head scan showed large front gyrus bleed that was 4.3 x 3.7 cm. The patient was administered 2 units of fresh frozen plasma and vitamin k for inr of 2.2, and was also intubated for airway protection and maintained on a fentanyl infusion. In route to the implanting center, pupils were observed to be fixed and dilated. The patient was admitted with intracranial hemorrhage. On admission the patient¿s pupils were fixed and dilated. The patient had a positive cough and gag with triple flexion in the lower extremities. A repeat CT head scan showed worsening of the hemorrhage and "complete effacement of the basilar cistern and significant uncal herniation". Neurosurgery met with the patient¿s family at the bedside and the family indicated understanding of the non-survivable nature of the patient''s condition and a decision was made to transition to comfort care. The patient began to have severe hemodynamic instability and was initially coded until the family decided to not continue with shocks or compressions. The patient expired on (B)(6) 2016.

Manufacturer narrative:
The pump was not returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The reported elevations in pump power could not be confirmed because no system controller log files were submitted for review. Device thrombosis, hemolysis, bleeding, stroke, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.